Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified while based on the analysis, the alleged battery depletion issue could not be verified.